Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure to repair a cystocele on (B)(6) 2011. The patient experienced an erosion and subsequent conservative operative treatment to halt the erosion has been unsuccessful. The patient returned for a surgical procedure to remove vaginal mesh on (B)(6) 2011.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).